Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received an inaccurate fill estimate. Reportedly, the cartridge was filled with 300 units of insulin. Review of pump history showed that the fill estimate dropped on multiple occasions. There was no reported impact to the customer's blood glucose level due to not testing. Additionally, tandem technical support confirmed that the amount of insulin being delivered did not support the drop in the fill estimate. It was confirmed that the customer will continue using the pump.